Manufacturer narrative:
Additional device info: expiration date: ni.

Event description:
A report was received that during a permanent implant procedure, the physician lost a contact at the lead-to-connector interface that he could not recover. No additional information will be provided to bsn.